Event description:
On (B)(6) 2012, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first occurred. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the cr's documentation, the patient reportedly obtained blood glucose readings between "60 - 300mg/dl" with the subject meter (dates/times not known); however, the patient's reported "target range is between 90-100mg/dl". The patient's diabetes management is not known and it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation on an unspecified date/time the patient reportedly experienced a convulsion; however, the reporter indicated it is not certain if the subject meter readings were the cause of the patient's convulsion. The patient's blood glucose readings prior to and/or at the onset of his reported symptom is not known. According to the csr's documentation, on an unspecified date/time, the patient reportedly was treated with potassium by a health care professional (hcp); however, it is not clear if the patient received any other form of treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Control solution was sent to the patient. Although, it is not certain if the patient's reported symptom was a result of the alleged issue, this complaint is being reported because, the patient allegedly suffered a serious injury while using the subject meter.